Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified date and time in (B)(6) 2017. The patient was unable to recall the alleged inaccurate results obtained with the subject meter. Lifescan cannot confirm any inaccuracy from the data provided as the lifescan meter readings were not provided. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied taking any action regarding her usual diabetes management regimen in response to the alleged issue. The patient claimed that at around the same time as the alleged issue began, she developed symptoms of ¿dizziness and blurry vision¿ but denied receiving any medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing but the patient was following the incorrect testing process by not cleaning the puncture area prior to testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining the alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.